Event description:
Last summer, the patient abruptly experienced increased tone and itchiness. This occurred multiple times; happening daily. It seemed to be worse when the patient wasn't active. They revised the pump location in 2008, and the patient had relief. The device system was used to deliver baclofen. It was noted that the patient had been on the same concentration for many years.